Event description:
On june 2, 1997 it was reported to oec medical systems, inc. That an accidental radiation occurrence occurred to oec medical uroview 2600. During a procedure the system appeared to be making x-rays uncommanded. Hosp staff removed the x-ray footswitch from the system allowing procedure to be finished without any further incidents. Oec field service engineer was unable to duplicate reported malfunction, however fse removed and replaced suspected footswitch. Hosp reported no adverse event, death, or serious injury to pt involved.